Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. At around 11 pm, the cgm reading was 215 mg/dl and the bg reading was 450 mg/dl. Despite attempting to calibrate, the readings remained unchanged. She began experiencing vomiting, thirst, and irritability. Her mother drove her to the hospital, where her glucose was measured at 458 mg/dl in the emergency room (ER), she did not provide her cgm value since the hospital people asked her to remove her cgm. She was treated with IV fluids, an insulin IV, and anti-nausea medication (reglan). The patient was diagnosed with dka, with ketones values at 5.6 mmol/l. She stayed at the ER for two days and was discharged on (B)(6) 2025. The patient was okay at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.